Event description:
It was reported, patient had neurostimulator explanted due to end of life (eol). A lead /extension issue was reported. The health care provider reported that she tested the lead inter-operatively because, it looked a little lateral on fluoro. The lead had higher than desirable motor responses, she chose to explant and re-implant a new lead. The patient status was reported as ¿alive-no injury¿. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3093, lot# v008359, implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3093, lot# v008359, implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093, lot# v008359; product type lead. (B)(4).